Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that there is corrosion in the battery compartment. The aqua-alert water indicator label shows moisture exposure. Unit power up and passes all functional tests. Note: the IFU has a warning statement: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in svc with a pt, and each time before leaving the pt unattended. Use of mixed batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The customer reported that they have been using the alarm with the original batteries for only a month. The alarm now has battery leakage and corrosion. There was no pt incident or injury reported.